Event description:
It was reported that a no flow was observed with an lv 2 infusor. This occurred after a period of time during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified a no flow. Microscopic examination of the flow restrictor identified drug residue which was blocking the fluid path in the lumen of the glass capillary located inside the flow restrictor housing. The evaluation confirmed the reported problem. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.